Event description:
The customer's daughter called and reported that emergency medical services treated the customer for low blood glucose of 21 mg/dl, after customer was found conscious but unable to move on april 10, 2015. It was stated that the customer's basal rate insulin was set too high on the insulin pump and had since been corrected. The customer was also hospitalized with high blood glucose of 500 mg/dl, after customer lost her husband and was in an altered mental status causing stress, resulting in high blood glucose. The customer was lethargic and unable to properly respond to questions. The customer was treated and released. Troubleshooting was declined for high and low blood glucose events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.